Event description:
Additional information later received from the hcp stated there was no issue.

Event description:
It was reported that the personal therapy manager (ptm) was not giving the patient "good information" after a standing refill on the day of report as the healthcare professional (hcp) did not reprogram the ptm to reflect the updated information. The patient's pump was intended to infuse morphine. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).